Event description:
Initial ammonia value recovered <0 umol/l, repeat the same sample on another integra 400 analyzer, recovered a value of 34 umo/l. No patient treatment was provided on incorrect result. Field service representative performed the instrument checks and ran a precision check using the same patient sample which recovered < 0 umol/l, but could not duplicate the same problem.